Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. Examination confirmed foreign material in the air/water nozzle. Examination also showed damage to the image guide protector, image guide, image guide coil, bending section cover, switch button 2, the light guide coil and the objective lens. In addition, the nozzle drain was flooded, the connector was flooded and the bending section had an incorrect angle. The following areas had cloudiness or were peeling: objective lens, light guide lens, bending section cover and suction cylinder. Discoloration was found at the c cover. The customer later reported that they could not confirm when the foreign material was introduced, that they sterilized the product prior to return to olympus, they flushed the device with air, water and detergent, and there was no delay in pre-cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that, during an unknown therapeutic procedure, it was noted that their evis lucera colonovideoscope device had a weak air/water flow. The reporter stated no procedural delay occurred, and the procedure was completed using a similar device. Upon inspection and testing of the returned unit, it was discovered that foreign material was clogging the air/water nozzle. No adverse effects to patient reported. This issue is being reported as a malfunction due to the presence of foreign material in the air/water nozzle.